Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that her son had experienced high blood glucose and the insulin pump received motor error. The customer¿s blood glucose level was 511 mg/dl at the time of the incident and current blood glucose was 293 mg/dl. The customer was treated with pump, manual and drink water. The customer¿s mother alleges pump was under delivering because when they performed a 0.5 fill cannula they got less insulin out then normal. The customer was treated with high pressure test and was failed. It was reported that they had motor error. The customer was able to successfully clear the alarm and was unable to complete pump rewind. The customer reported that the drive support cap was normal. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm and no device test failed anomaly during test. Motor passed motor test. (B)(4).